Event description:
It was reported that on (B)(6) 2026, a 21mm sjm regent heart valve was chosen for an aortic valve replacement (avr) procedure. After implantation surgeon found that valve is not rotating. The valve got explanted and implanted a new 19mm sjm regent heart valve.

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.